Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not provide the blood glucose reading. She stated that the insulin pump prompted her to rewind and disconnect from the body. She was assisted with the process and was able to prime the insulin pump. She tried to go to the status screen. She stated that she was unable to reconnect back to the insulin pump without her husband, went to check the status screen, and then received the no delivery alarm. She advised that she would monitor her blood glucose levels and call back when her husband was present. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.